Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated for the reported issue of a burning odor from the device. An external/internal inspection was performed. A visual inspection revealed melted components on the alternating current component printed circuit board (accomp pcb). The problem was confirmed in the sample evaluation. The assignable cause of the problem was melted components on the accomp pcb. The accomp pcb was scrapped to solve the problem. The device was sent for servicing.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center to report a burning odor on a homechoice (hc) machine during use. The home patient (hp) shut the hc off. The baxter technical service representative (tsr) initiated a swap of the device. Hp said the nurse will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.